Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was a cut in the cord; an unauthorized repair had been performed on the cable, and the motor emitted an unusual sound. It was determined that the device failed the thermistor assessment (actual reading: open line; specification: 1,000-15,000 ohms), hand control assessment as the cutter did not rotate when the hand control was used, and the safety assessment as neither the console nor device responded when the device was ran in safe mode. It was observed that the housing was too corroded to remove the flex circuit, the bearings were found to be worn out, and the grey wire was detached from the male contact. It was further observed that the cut in the cord, and an unauthorized repair had been performed on the cable, which was due to misuse. It was determined that the unusual motor sound was due to worn out bearings. It was determined that the worn out bearings and the worn flex circuit were due to normal wear over time. It was further determined that the failed thermistor and hand control assessments were due to a worn flex circuit. It was determined that the failed safety assessment was due to the broken grey wire (interlock) and the corroded housing and broken grey wire were due to normal wear over time. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to user error, misuse and worn out motor components from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was discovered that the motor device was damaged and had a cut in the hose. During in-house engineering evaluation, it was observed that the device failed the thermistor assessment (actual reading: open line; specification: 1,000-15,000 ohms), hand control assessment as the cutter did not rotate when the hand control was used, and the safety assessment as neither the console nor device responded when the device was ran in safe mode. There were no delays to the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.